Event description:
It was reported that during preparation for a persistent atrial fibrillation procedure, the faradrive steerable sheath clear was connected with the flushing line, it would not flush. Attempts were made to flush via syringe but without success. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The sheath was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. A flush test was performed, water was flushed through the returned sheath and flushing was successful with no resistance felt and no visible leakage of water or air. Microscopic inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves ability to seal pressure and fluid within the sheath.